Event description:
Additional information provided from the field indicated the physician believes the right ventricular (rv) lead is fractured which may be causing the reported clinical observations, although this was not confirmed on x-ray. A revision procedure is being planned but for now the rv lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up a decrease in pace impedances measurements was noted as well as an increase in shock impedance measurements and an increase in pacing thresholds. No noise was noted. The most recent information noted that an alert was triggered due to out of range shock impedance measurements when it comes to this right ventricular (rv) lead. A follow up was scheduled. No adverse patient effects were reported. A review by boston scientific technical services (ts) noted a gradual decrease in pace impedance measurements during (B)(6) 2016 with stable measurements since (B)(6) 2016. The shock values had been rising since the beginning of 2016 while the values appears stable prior to 2016. No noise was seen on the electrocardiograms. Ts discussed possible root cause of the reported observations as well as possible induction testing to be performed. The decision will be left to the physicians discretion. No further information was provided.

Event description:
Additional information noted that a procedure took place and this lead was extracted and will not be returned. No additional adverse patient effects were reported.